Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an error 9 message on their meter display and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was given glucogel for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an error 9 message on their meter display and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was given glucogel for treatment by a third-party. There was no report of death or permanent impairment associated with this event.